Event description:
Procedure: bariatric procedure. According to the reporter: size 15mm covidien trocar used in bariatric laparoscopic surgery. Edge of mesh and end of port broke during surgery. Mesh piece was retrieved. End of port could not be located in the patient. Expanding mesh which surrounding the trocar itself. There was no unanticipated tissue loss. Port fragments in subcutaneous tissue awaiting weight loss to recover fragments. Tissue irritation in the tract. There was no unanticipated blood loss of 500cc or more. Surgical time was extended by more than 30 minutes due to the product problem. Prolonged ventilation postop. Discharged home, under continual monitoring for complications.? Yes. A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Yes. Prolonged ventilation postop. 9. What is the current status of the patient? Discharged home, under continual monitoring for complications.

Manufacturer narrative:
(B)(4).